Event description:
It was reported that the patient experienced muscle stimulation when the lead was programmed to unipolar mode. The lead exhibited impedance greater than 3000 ohms, loss of capture and poor sensing. It was suspected, the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.